Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5366756, in question was manufactured at the osted site. Device history record (DHR) review: the lot 5366756 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 14-dec-2021, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage in (B)(6) 2025 the leakage was from the tubing. The blood glucose level was high and the patient was treated with correction bolus. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.